Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of complaint history search has found no similar complaint with this item and lot combination without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assesment: risk evaluation rasps & chisels documents the estimated residual risk associated with the reported event. The root cause of the reported event could not be determined with the information provided to date. Lines 70 - 75 inclusive, document the residual risk associated with the hazard of instruments jam or seize since the root cause is not known, a specific failure cause could not be selected. The complaint reports that there was no delay to surgery as a result of the reported issue, and therefore the severity of the outcome is within that documented by lines 70 - 75, which document a severity of s-2 temporary or reversible impairment (without medical intervention)/transient, minor impairment or complaints. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly h3 other text : product has not been returned.

Event description:
It was reported that during initial surgery the new zimmer calcar planner cold welded to blade and broach.

Manufacturer narrative:
(B)(4). Initial report: unique identifier (UDI) number: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during initial surgery the new zimmer calcar planner cold welded to blade and broach.